Manufacturer narrative:
The insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test due to a loose drive support disk.

Event description:
The customer reported an alarm during the manual prime. Troubleshooting was performed. No damage to the drive cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.